Event description:
It was reported that the left ventricular (lv) lead was not implanted due to unstable lead fixation at the posterolateral wall vein and the lead exhibited migration. It was noted diaphragmatic stimulation also occurred during placement anterolateral wall vein. The lead was replaced. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.